Manufacturer narrative:
Citation: van rosendael pj. Timing of staged percutaneous coronary intervention before transcatheter aortic valve implantation. Am j cardiol. 2015 jun 15;115(12):1726-32. Doi: 10.1016/j.amjcard.2015.03.019. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding timing of staged percutaneous coronary intervention (pci) before transcatheter aortic valve implantation (tavi). All data were collected from a single center. The study population included 96 patients (predominantly male; mean age 81 years), 12 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients in-hospital deaths occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: stroke, atrio-ventricular (av) block, major bleeding and vascular injury. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.